Event description:
It was reported that prior to a donor nephrectomy. The packages were opened and when initial clip was loaded it jumped out of jaws and also there was scissoring. Another device was used to complete the case. There was no pt contact.

Manufacturer narrative:
Date sent: 03/20/2008. Instrument b: batch# d9dv0w. Eval summary: the analysis results found that the er420 instrument (a) was returned in good visual condition. The instrument was cycled, fed and formed 6 clips conforming. However after the sixth firing the remaining clips were ejected. The instrument locked out was not functional. The instrument was disassembled and the lockedout posts were noted to be broken, which denotes that the lockout had been fired through. The analysis results found that the er420 instrument (b) was returned in good visual condition. The instrument was cycled, fed and formed 5 clips conforming, however after the fifth firing the remaining clips were ejected. The instrument locked out was functional. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.